Manufacturer narrative:
H10: a field service engineer (fse) went onsite and confirmed the issue. The fse replaced the o ring, transducer, data acquisition (da) to motor control (mc) printed circuit board assembly (pcba) cable, da pcba, and the cooling fan to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil confirmed that functional analysis was performed and identified that the device pressure accuracy testing passed. The pil also verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. This da pcba was verified to be functional with no error. The pil could not duplicate the failure from service and confirmed no issue found.

Manufacturer narrative:
Initial reporter name and address: reporting address postal:(B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that error code 1007: machine and proximal pressure sensor failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that their unit had experienced error code 1007. On-site service for repair is currently pending.